Manufacturer narrative:
Additional information: no damage was noted to the previously implanted stents. The lesion was pre-dilated resistance noted when advancing the device due to total occlusion. No excessive force was used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary, drug eluting stent to treat the right coronary vessel with a full chronic occlusion. The device was inspected with no issues noted. Negative prep was performed. It is reported that the stent deformed in vivo during positioning. Two drug eluting stents were previous implanted by a second manual vein channeling before the resolute onyx stent was attempted. It is indicated that the stent may have became damaged when it hit off the stent in the third proximal distal vessel. The stent that was damaged was extracted. The patient is alive with no injury.